Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as incorrect aseptic technique. The peritonitis was manifested by not feeling well, abdominal pain, and cloudy fluid. The patient presented to the emergency room, was subsequently hospitalized for the peritonitis event and began treatment with intraperitoneal (ip) vancomycin (2 gm, frequency not reported) and ip gentamicin (80 mg, frequency not reported). Three days later, antibiotic treatment was discontinued. On an unreported date the patient began treatment with ip cephazolin (1 mg, frequency not reported, discontinued four days after receipt of this report). Pd therapy was ongoing; however, it was reported the pd catheter was to be removed and the patient was transitioning to hemodialysis. The patient was discharged six days after admission and was recovered from this peritonitis event. It was reported the patient was to be retrained on proper aseptic technique. No additional information is available.